Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: a device history record (DHR) review was conducted. Which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a lack of solvent at reflux connector, this issue could cause leakage or another functional fail test. Functional testing found the reported failure mode is confirmed. The root cause of the reported issue was found to be lack of solvent, caused by the lack of follow up procedure. Awareness notification was performed to personnel on (B)(6) 2022, to explain the importance of adherence to manufacturing procedure. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported, of a device malfunction (water leak). Discovered upon opening. No injury.